Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was having loss of stimulation due to lead migration. The patient underwent a lead replacement procedure wherein a paddle lead was implanted. There was no device malfunction suspected. The patient was doing well postoperatively, and the explanted lead will not be returned.